Manufacturer narrative:
(B)(4) - zipper does not function. Eval results: eval of the returned product shows that the pt panel side b: window zipper slider body is open. (B)(4).

Event description:
The customer reported that the canopy zipper does not function properly, but could not specify which panel zipper has the issue, because the product was already boxed for return. There was no pt incident or injury reported.